Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparinn blood collection tubes had 19 occurrences of air bubbles in the gel and 19 occurrences of foreign matter in the tube. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue relating to gel air bubbles was observed in two (2) tubes. Complaints for sample quality are under statistical control for the month of march 2024. At this time, further testing is not indicated. Foreign matter (fm) was not observed in the retention sample visual examination. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel air bubbles. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. Based on an evaluation of frequency and severity it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.